Manufacturer narrative:
A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds5540 lot c2458638b (finished goods) and lot c2458498e (subassembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. A complaint was reported to field assurance by an artivion project manager on (B)(6) 2025 associated with a patient residing in germany and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is ¿possibly ¿related to the amds device and/or implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient (B)(6) is a 59-year-old male who had an amds-55-40(serial #/lot #: (B)(6)) implanted on (B)(6) 2019 at (B)(6). The responsible investigator for the study is prof. (B)(6). Adverse event#11 reported a vascular event as ¿poly aneurismatic aorta, aneurisma subclavian artery¿ with an onset date of 05oct2021, reported as ongoing. Additional details states ¿due to dyspnea, stress insufficiency, plant aortic arch replacement with branded hybrid prothesis, aneurysm resection and replacement of the right subclavian artery¿. The event was deemed ¿possibly¿ related to the amds device and ¿possibly¿ related to the implant procedure. Debakey type a dissection was identified as a pre-existing condition or acute disease that caused or contributed to the event. The event led to a serious adverse event due to ¿life-threatening illness or injury¿, ¿in-patient hospitalization or prolonged existing hospitalization¿ and ¿medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was hospitalized on (B)(6) 2021 as a result of this event. Surgical treatment described as ¿aortic arch stent¿, specifically ¿aortic arch hybrid prothesis fet (evita open neo 30-36-130), replacement a. Subclavia right hemashield 8mm¿. The event was documented as ongoing, and the patient exited the study. Additional information from the protect database listed the patient¿s last contact as (B)(6) 2021, demonstrating death due to multiorgan failure in septic shock with pulmonary focus. No autopsy was performed. It is important to note that the death is not related to the amds device or the implant procedure. No additional information is forthcoming since the patient did not sign a re-consent. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿aortic enlargement (e.g., persisting flow in the false lumen)¿ is listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. No specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. As such, no risk occurrence analysis was performed in this report. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. A definitive root cause could not be determined. It is unknown whether the amds or index procedure contributed to the reported event. Of note ¿aortic enlargement (e.g., persisting flow in the false lumen)¿ is listed in the clinical evaluation report (cer) as a potential adverse event. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. Please note the hde number for this device - (B)(4). This event is related to a post-market clinical study 'protect' and reported retrospectively. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec. Please note the hde number for this device - h230007 this event is related to a post-market clinical study "protect" and reported retrospectively. Correction of implant date within h9 - additional manufacturer narrative on report number: 1063481-2025-00065 follow up 1. The implant date is listed as (B)(6) 2019. The correct date of implant is (B)(6) 2019.

Event description:
According to the initial report protect study patient experienced poly-aneurismatic aorta and aneurisma of subclavian artery on (B)(6) 2021. This event is possibly related to the amds device and possibly related to the amds implant procedure. The pre-exisiting condition of debakey type a dissection is listed as possibly causing or contributing to the event. The event lead to life-threatening illness or injury and in-patient hospitalization or prolonged existing hospitalization. The study patient was hospitalized due to this event. Treatment for the event was aortic arch hybrid prosthesis fet replacement a, subclavian right hemashield 8mm. The amds remains implanted.

Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.